Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the system was working within expectations. Overall, bg values met the sg trends well, considering the lag between bg and sg inherent to the sensing technology. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible.

Event description:
On march 10th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.